Event description:
It was reported that a pair of reduction forceps with points narrow worn out and had a broken tip. The malfunctions were found during testing, outside of the operating room with no patient involvement. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Service history review: a review of the service history records could not be performed at this time with the limited information available. The manufacturing date currently remains unknown. Service & repair evaluation: the customer reported the item was worn out. The repair technician reported the ratchet was worn and the tip was bent. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. Product investigation summary: reduction forceps were received. Devices were in good condition with minor scratches consistent with routine use and sterilization. The ratcheting mechanism on the devices functioned as designed and was able to hold tension when functionally tested. Because the feel of the locking functionality can be subjective between different users, multiple (3) investigators were asked to evaluate the functionality of the worst case forceps. All functional tests showed that the forceps functioned as designed. The complaint condition of worn/will not hold could not be replicated. This complaint is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.